Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician completed one pass in the target vessel using the jet7. While attempting to aspirate during the second pass, it was noticed that the jet7 would not hold suction; therefore, the physician decided to remove the jet7 to visually inspect it. Upon removal, the physician noticed a hole on the proximal end of the jet7. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra microcatheter. During the procedure, the physician advanced the microcatheter and the jet7 to the occluded distal m1 segment and then removed the microcatheter. The physician then completed one pass using the jet7. While attempting to aspirate during the follow-up runs, it was noticed that the jet7 would not hold suction; therefore, the physician decided to remove the jet7 to visually inspect it. Upon removal, the physician noticed a hole on the proximal end of the jet7. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional information was provided on 07-aug-2020, as this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4).

Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 1.0 cm, 71.0 cm, and 86.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a hole at its proximal end underneath the strain relief. If the proximal end of the catheter is forcefully manipulated, the catheter may become kinked and damage such as a hole may occur. During functional testing, the jet7 was flushed through with air while submerged in the bleach solution and air was leaking from the damaged location. Further evaluation of the device revealed kinks on its mid-shaft. Based on the returned condition, these kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder